Event description:
Procedure type: unk. According the reporter: the needle tip on product broke off during re-grasping of the needle in the needle driver and fell into pt's cavity. There was no excessive force and the surgeon applied product to normal tissue. There was no pt injury. There was tissue damage and or time was extended only a few minutes in order to locate the needle tip.